Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break for gastrojejunostomy procedure. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the handle separated and the hypo tube kinked. No problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and the observed damage were likely due to factors encountered during the procedure. It may be that handling of the device, limited the performance of the device and contributed to the reported event and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed during a gastrojejunostomy drainage procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with gastrojejunostomy procedure performed on (B)(6) 2024. During unpacking, the handle split into two. The procedure was completed using another stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with gastrojejunostomy procedure performed on (B)(6) 2024. During unpacking, the handle split into two. The procedure was completed using another stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a gastric outlet obstruction (goo).